Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that control iq (ciq) software is not adjusting insulin as expected. The customer's blood glucose level was 64 mg/dl. Customer technical support reviewed pump data and determined that pump functioned as intended. Despite the pump being determined to function as intended, the customer maintained allegation that the ciq software didn't function as intended. The customer continued using the pump for insulin therapy.